Event description:
The following has been reported: staff reported to fresenius kabi rep from outpatient infusion center pump has service needed alarm. Preliminary review of logs show that this was a dsps verify failure. An active infusion was not stopped; no adverse event was reported. Investigation of the issue has been performed; the av motor control logic can result in cam oscillations around the target position (and move limit retry faults) which has resulted in false-positive pump problem alarms in the manufacturing line and in the field. Additional findings for this unit: the lever arm is not operational. The lever link is not attached to lever actuator. A dowel pin was pressed into the lever actuator without the lever actuator being put in place. During an external investigation of the pump it was noticed that the fva outlet pin had slight drag to it when manually depressed. The fva pins and loading pins were cleaned during investigation. The dsps verify failure was found to be due to a software anomaly. This issue was resolved in a sw update to version 5.9.1 on recall# z-1484-2024. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.